Manufacturer narrative:
More information surrounding the event has been sought. A supplemental med watch will be provided when investigation is finished.

Manufacturer narrative:
The investigation of the returned dc/dc and standard connector printed circuit (pc) board has been completed. This board contains electronics which convert incoming +12v unregulated to all the ventilators different voltages, and all standard connectors are located on this board. According to the received device log file, the ventilator was generating alarms. Testing the board in a reference ventilator has confirmed that the ventilator is not starting up and alarms were subsequently generated. The fault was found to be a mosfet transistor in the electronics, responsible for the +12v supplied to the panel. If this malfunctions during ventilation, it will not affect the on-going ventilation. The root cause for why the mosfet transistor failed has not been determined from this investigation.

Event description:
It was reported that the ventilator before use did not start up, alarms were generated. There was no patient involvement.